Event description:
It is alleged that during a case the scalpel/electrocautery instrument began to arc and the instrument was continued to be used until the wrist was burnt. The case was completed with another scalpel/electrocuatery instrument and no harm to the patient was reported.